Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plastic "j loop / extension" had ripped off of the connector for a unspecified bd catheter. Customer stated the following, "catheter had already been placed and that the "plastic j loop / extension had ripped off of the connector." No exposure to blood and no patient impact was noted. Contaminated sample is still available; please send canister for return of sample. No credit or replacements requested."

Event description:
It was reported that the plastic "j loop / extension" had ripped off of the connector for a unspecified bd catheter. Customer stated the following, "catheter had already been placed and that the "plastic j loop / extension had ripped off of the connector." No exposure to blood and no patient impact was noted. Contaminated sample is still available; please send canister for return of sample. No credit or replacements requested."

Manufacturer narrative:
Investigation summary: DHR was not conducted for this investigation because a lot number was not provided. Received one used 22ga nexiva single port unit without packaging, which consisted of the catheter/adapter and extension set assemblies with the pinch clamp fully engaged. There was a miscellaneous injection site and cap attached at the end of the luer adapter. There was a transparent dressing and medical tape strips adhered to the catheter/adapter (stabilization platform), an area of the catheter tubing and an area of the extension tubing. There were extreme traces of dried media / meds present throughout the unit. Visual / microscopic evaluation: the extension tubing was partially separated at the bottom of luer adapter. There was residual tubing material which remained within the adapter that was slightly protruding out at the bottom of the luer adapter. The tubing at the area of separation had jagged edges and rough textures to the inner wall which was evidence that the separation was a break resulting from some type of force/stress to the tubing. Conclusion(s): relationship of device to the reported incident: indeterminate - although the defect of separation adapter from tubing was identified and confirmed and a root cause was established to be separation break, a definite source was not identified. There was no physical/mechanical evidence to indicate or confirm manufacturing process related issues for the defect of breakage observed in this incident. Potential source: the jagged edges and rough texture indicate that the tubing was torn or pulled away from the straight adapter (luer), possibly through manipulation and/or misuse by the patient and/or clinician.